Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis level implanted: l4-5 procedure: posterior lumbar interbody fusion (plif) it was reported that intra-op, cage was placed in the intervertebral disc space and rotated but the cage did not rotate so it was removed. When removing the holder, surgeon checked the image and found that the screw itself did not rotate. Surgeon hurriedly attached the handle and removed the cage. The removed cage was deformed. The product came in contact with the patient. There was a delay of more than 60 minutes as a result of this event. Patient complications were reported unknown.

Manufacturer narrative:
Product analysis results: visual and microscopic inspection revealed significant torsional/twisting deformation to the body of the implant. The threads that connect the spacer to the inserter have been stripped. It appears the threads were overloaded during the installation process. If information is provided in the future, a supplemental report will be issued.